Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
It was reported that the patient was revised due to dislocation.